Manufacturer narrative:
H6: investigation summary: during the documentary review of the batch 0217471 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. During the documentary review of the batch 0196550 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. A photograph was received, in this it is observe blue ink stains, ink used to print the product data in the blister, for this reason what was reported by the customer, ¿the customer detects blue coloration inside 3 20ml syringes without key needle 302562¿ is confirmed. H3 other text : see h10.

Event description:
It was reported that 3 syringe 20ml ll experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: the customer detects blue coloration inside 3 syringes 20ml without needle 302562.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: three phone #s were provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0217471. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-09-21. Medical device lot #: 0196550. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-08-24.

Event description:
It was reported that 3 syringe 20ml ll experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: the customer detects blue coloration inside 3 syringes 20ml without needle 302562.